Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) (343-600 mg/dl) and ketone level was moderate. Insulin injections were administered to address bg. Pump system check was performed and pump was found to be functioning as intended. Recommendation was made for the customer to discuss event with a healthcare provider.